Event description:
During review of the in-house programming/diagnostic history database, it was observed that on office visit on (B)(6) 2011 the patient's settings were different than what were programmed at the previous office visit on (B)(6) 2010. The settings found were indicative of a faulted diagnostic test; however, review of system diagnostic testing from office visit on (B)(6) 2010 did not identify any diagnostic tests. The device was interrogated prior to the patient leaving the office on (B)(6) 2010 as recommended by device manufacturer to ensure the device is at the correct settings; therefore, the faulted diagnostic test likely occurred between (B)(6) 2010 and (B)(6) 2011 on a different programming system. No patient adverse events were reported.